Event description:
The customer reported to olympus, the autoclavable camera head displayed a scope communication error and a number one switch malfunction. The issue was found during preparation for use for a therapeutic procedure. The type of procedure is unknown, and was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed for the scope communication error. During the device evaluation additional issues were found that included connector section electrical contact corrosion and a leakage due to cracked connector section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that b30 error and no image occurred due to communication failure and temporary water immersion resulting from poor water tightness caused by cracks on the connector. According to reviewing the instruction manual at the time of product shipment as to damage and water immersion of the connector, the following description was found. It is determined that the phenomena indicated can be prevented by this. Do not drop the camera head or allow it to strike other objects. It could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.